Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue and resumed insulin delivery. Customer¿s blood glucose level was 190 mg/dl.